Manufacturer narrative:
Zoll medical corporation evaluated the device.the customer's report was verified and attributed to foreign substance in the flow screens. The flow screens were replaced to remedy the report. The customer was advised to replaced the red cap over the patient output to prevent debris from entering the manifold. During ventilation, it is also advised that the green bacterial filter (part # 465-0030-00) is used to further prevent any fluid and/or debris from entering the vent manifold during active ventilation. The device passed all complete calibration and outgoing systems tests and was recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self-check failure- 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.